Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a sensor session expired early. Data was returned and evaluated. The reported event was confirmed via data. The probable cause could not be determined. No additional patient or event information is available.